Manufacturer narrative:
Implant date 2005/2006. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a cervical fusion procedure with anterior plate implantation. 5 or 6 years post-op, the surgeon did a revision acdf to extend to a 2-level construct. The surgeon wanted to remove the existing plate and add another which would then cover both levels. The locking mechanism could not be disengaged, and the surgeon had to use a small chisel and hammer to remove one end of the plate. The screws in the plate would not engage with a screwdriver. The surgeon had to leave the plate in place, and perform the acdf with cage one level below without a plate. Which surgeon feels is best practice. The patient's surgery time was extended, but no patient complications were reported.